Manufacturer narrative:
(B)(4). The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records (DHR) are reviewed and released according to ¿DHR review checklist and release procedure". A device is not released if it does not meet requirements or is nonconforming. The nurse reasonably associated the contraction of these organisms with poor aseptic technique on behalf of the patient.

Event description:
It was reported by the patient's former peritoneal dialysis nurse that the patient was admitted to the hospital on (B)(6) 2016, with an admitting diagnosis of peritonitis. This diagnosis was confirmed via culture on the same day. The organisms cultured were e. Coli and staph epidermis. The nurse reasonably associated the contraction of these organisms with poor aseptic technique on behalf of the patient. The patient was treated with vancomycin, and was discharged on (B)(6) 2016. The patient has recovered, and since switched to permanent hemodialysis. Medical records were requested, but were not available for review.